Event description:
It was reported that the device could not be set into MRI mode due to impedance problem. Surgical intervention may take place to address to the issue?

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Repositioning of the patient to set ipg to MRI mode was attempted but issue persisted. The battery was inoperable due to normal eol. Surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.